Event description:
During electrophysiology procedure, the patient was intubated with laryngeal mask airway (lma) and given deeper anesthesia. When connected to anesthesia machine, md was unable to ventilate patient properly. Oxygen saturation remained approximately 97%, but end tidal carbon dioxide (etco2) was rising. Md continued to have issues ventilating with anesthesia machine and needed to remove lma and intubate patient with et tube. A second anesthesiologist was called to assist. They were eventually able to intubate patient, but anesthesia machine continued to be non-functional. Physician felt that it was no longer safe for the patient to continue procedure and it was aborted. This anesthesia machine is older and has been serviced multiple times for various reasons.